Manufacturer narrative:
(B)(4) date sent: 5/25/2026 d4: batch # 474d66. Investigation summary the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 reload was received with the proximal 2 drivers up without staples, the remaining drivers down with staples present, and with the cartridge deck slightly damaged, however this damage does not cause any functional impact. The swing tab was in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage to the reload is consistent with the device being clamped over a hard object, which rendered the reload nonfunctional. The event reported was confirmed and is related to improper use of the device, as it is possible that the firing knob was not returned to its home position while loading the reload. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 474d66, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, upon opening the tcr75 reload from the packaging onto the sterile table, the scrub nurse noticed some of the staplers from the reload deck has been dislodged from the housing. This reload wasn't used on the patient and a new reload was opened. No patient consequences were reported.